Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument came back in expired condition. Visual inspections were performed internally and externally with no issue(s) to be identified. The product was considered to be in conforming state. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon said the fenestrated bipolar forceps (fbf) instrument had frayed grip cables. The fbf instrument had a loss of cautery, or intermittent/low energy delivery. The fbf instrument did not spark, arc or have any sign of thermal damage. The fbf instrument moved with non-intuitive motion. The fbf instrument had limited or imprecise motion (e.g. Tips not opening, tips not closing, instrument not moving/ remains static). Physical damage to the distal end included frayed grip cables. There were no pieces detached/broken off from the distal end of the fbf instrument. The surgeon did not disable or discontinue the use of the arm due to the issue. The procedure was completed robotically with all 4 arms: the customer just swapped instrument arms.